Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 14740 was returned and analyzed. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 10 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. All temperature, pressure and flow were in range without any oscillation or overshoot. Inspection and testing were performed to verify the integrity of the catheter sub-components. No anomalies were identified. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.192 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink/twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.